Event description:
A driver rx coronary stent system was used to treat a lesion with 90% stenosis in a pt's proximal lad. It was reported that the device broke during advancement through the catheter. Pt's status post procedure was reported to be normal and no clinical sequelae have been reported. The device was returned to medtronic for eval. The undamaged stent was positioned on the balloon between the marker bands and balloon pillows. Blood residue was evident along the stent and between the balloon folds. The hypotube had detached 19cm distal to the strain relief. Both pieces of hypotube were bent and wavy. The distal portion of the hypotube was kinked 1.5cm and 4cm distal to the break point. Both break points on the shaft were found to be non cylindrical in shape indicating that the hypotube had been kinked. Breakages can also occur if product is exposed to bending force during delivery. It was confirmed that force was used during delivery of the device.

Manufacturer narrative:
(B)(4) evaluation, results: (force used). Conclusions: (force used).